Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer assisted remotely to isolate the powered devices, including the touchscreen and cabinet, from the uninterruptible power supply (ups), which was observed to be blinking and nonfunctional, connected the system directly to a wall outlet, after which the station powered on normally and the customer was able to access patient medications, followed up with the customer and confirmed the station remained operational, determined that a prior power surge caused the station to restart, and an incorrect uninterruptible power supply (ups - not bd-provided) with a likely expired battery had been used, preventing proper bridge power, confirmed the station was functioning as expected and proceeded with case closure. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet would not power on. However, there were no delays, adverse events or injuries reported based on this event.